Event description:
It was reported that a (B)(6) child was being monitored on a trusat pulse oximeter using an oxytip finger sensor. The pt's mother reportedly heard the child "gasping" and found the cable from the probe wrapped around the child's neck. The mother removed the probe and the pt suffered no lasting harm. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.